Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in remote check after an unknown event. The physician does not allege any adverse events to patient as a result. No further information was available.

Event description:
New information received notes the patient had oversensing after a few bi-ventricular paced events. The patient had no adverse outcome.